Event description:
It was reported that the device did not meet expected longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and the device was pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data shows min bat of 2.977 to 2.657 volts between (B)(4) 2012 and (B)(4) 2012 which is before device recommended replacement time (rrt) of less than or equal to 2.6251 volt. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.